Event description:
It was reported that customer experienced minimum fill notification while loading cartridge and used multiple infusion sets and cartridges in attempt to resolve issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and reload cartridge, and was able to successfully load cartridge and resume insulin; customer was also educated that cartridge was cause when this type of alert occurred.